Manufacturer narrative:
Initial boot displayed the ubuntu menu and after 20 seconds auto selected the ubuntu selection. The system proceeded to boot to the login screen. After fully shutting down system, rebooted 5 times and on the 5th time accidentally switched off power before fully being shutdown. The next reboot displayed the ubuntu menu again and then booted to the login screen. Shutdown and restarted again multiple times without issue. The issue was able to be duplicated. No fault found. Product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4) mnav comment: summary: work order passed. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9735999, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system comes up with a black screen when turned on. The medtronic splash screen appears, but then monitor is black. There was a yellow light in the bottom corner. The camera attempted to connect but then says no input. A hard shutdown did not resolve the issue. The main cart appears to work on its own, particularly if the dp video connector is removed from the computer. It is possible with a few restarts to get the main cart running, then reconnect the dp video and the connection to the camera cart. At this point everything works. However if you then restart the system it goes back to the black screen. There was no patient present.